Event description:
A pt reported blood glucose result of 195 mg/dl with a lifescan meter and a result of 148 mg/dl on a laboratory device were compared, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt also reported that the test strip vial was cracked or broken. The pt did not receive any medical attention or treatment.